Manufacturer narrative:
(B)(4). On (B)(6) 2020 the customer reported high bg (under delivery). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing serial number label, cracked middle (enter) keypad button, scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Self test returned a pump error 63 (variable info = 3). Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred around the event date. The adapt tool does list 7=no delivery alerts and 100=bolus not delivered alerts, but these alerts take place well after the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. A visual inspection of u1 under a microscope reveals that there is a broken trace at pin in summary, the customer¿s report of under delivery was not confirmed during testing. The pump error 63 is due to a broken trace at pin 6 of u1 which is located underneath the keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump went flat and customer was unable to connect the meter to insulin pump. Customer had high blood glucose of 15 mmol/l treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.